Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7094195. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216. Batch/lot number: 586706. Serial number: (B)(6). Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 26689983. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients lead had migrated and experienced inadequate stimulation. All device components were explanted and were not returned in accordance with facility policy. The patient was doing well.